Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. The rep stated they've had a previous patient who was not able to recharge as the implant was too deep but were still able to connect with ins while putting a lot of pressure on recharger and this patient had to have a pocket revision. No further complications were reported/ anticipated.